Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead exhibited oversensing-noise. The patient received inappropriate therapy due to the rv noise. Additionally, the rv lead triggered an audible alert due to a lead integrity alert (lia) for high rate non-sustained episodes and short v-v intervals. High rv lead threshold was also noted. The patient was admitted to the hospital, the rv lead was reprogrammed, and detections were turned off. The rv lead remains in use. No further patient complications have been reported as a result of this event.